Event description:
Pt's spouse called and said that the pump was not infusing. Co switched pumps and brought the pump back to examine it. The event log revealed the rate had been changed from 4.5ml/hr continuously to 0.1ml/hr continuously, while the pump was in lock level 1. The pt's spouse did not change the rate. Pt's spouse had been using the pump for approximately 6 months.